Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump was emitting a sleep error. The pump was allegedly rebooted; however, the error recurred every fifteen minutes. The pump history reportedly recorded a call service alarm related to a sleep error, but the recorded alarm was not the same sleep error that the pump was emitting. It was reported that the sleep error was not recorded in the device history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.